Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (1,000 mcg/ml at 184.8 mcg/day) via an implanted pump. It was reported that the patient was seen in the hospital with drainage and redness at the pump incision. The patient had an infection in the pump pocket. There were no known external factors that may have led or contributed to the issue. On the date of the report, the patient was taken to the or (operating room). In the or, physician also noted a lesion on the upper buttock/low back. He elected to explant the pump and the catheter. It was noted that device function was not a concern; the explant was done solely due to the infection. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ reduced analysis found that there were no anomalies; therefore, no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.